Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed. No patient complications were reported, and the patient status was stable. It was further reported that the stenosed target lesion was 80%, located in the non-tortuous and heavily calcified middle left anterior descending artery. The balloon was inflated twice and ruptured during second inflation. The device was withdrawn through the wire. And the procedure was completed with another of same device.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed. No patient complications were reported and the patient status was stable.